Event description:
It was reported bmc rf wire was selected for use. It was mentioned that as the patient myocardium and septum were thick, despite 3 attempts the rf wire did not cross. Thus rf needle was used and the procedure was completed successfully. No patient complication was reported.